Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on e1: initial reporter facility name.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.